Event description:
It was initially reported on (B)(6) 2011 that a vns pt was in the hospital due to an episode of status and also had an increase in seizures. An interrogation of the pt's generator on (B)(6) 2011 showed the device not to be at end-of-service, and diagnostics were performed resulting in a dcdc=1. The site decided they would prophylactically replace the pt's device. Further info revealed that the pt underwent a battery replacement on (B)(6) 2011. Despite attempts to date for product return, the explanted material has not been returned to the manufacturer. Good faith attempts to gain more info have been unsuccessful to date.